Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
MFR ref no (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. System error 105 was confirmed and caused by a failed input / output printed circuit board, which had a partially dislodged connector. The I/o pcb was replaced.